Event description:
It was reported that a spectrum iq pump failed to recognize closed door, per customer "false door not closing error that won't clear". This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an "shut door ¿ power off" message was reproduced. A review of the event history log revealed door jammed messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an upper link screw not properly secured. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.